Manufacturer narrative:
(B)(4) teleflex did not receive the device for investigation. The reported complaint of iabp system error 3 is not able to be confirmed. The distributor's service technician inspected the pump and could not reproduce the alarm. The preventative maintenance check was performed with no issues and the pump is being returned to the hospital. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. The reported complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that when the intra-aortic balloon pump (iabp) was in use on a patient, it was noted that an alarm occurred, and the device stopped working. As a result, the pump was swapped out for another. Later, in the morning the technician checked the device and after the start button was pressed, and 1 or 2 count after that, the system error 3 occurred and the device stopped working. There was no report of patient complication or serious injury and death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the intra-aortic balloon pump (iabp) was in use on a patient, it was noted that an alarm occurred, and the device stopped working. As a result, the pump was swapped out for another. Later, in the morning the technician checked the device and after the start button was pressed, and 1 or 2 count after that, the system error 3 occurred and the device stopped working. There was no report of patient complication or serious injury and death.